Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -6.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure (at 1 day post-op) and angle closure. The surgeon had difficulty "tucking" the feet of the icl during the initial surgery. The lens was not exchanged for another lens. The patient's post-op uncorrected visual acuity was 20/400.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the lens cut into two pieces, with a piece of haptic missing. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).